Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The report of ¿shocking sensation¿ was not confirmed. Analysis of the returned lead a found it had been cut during explant resulting in two segments: stimulation segment and terminal segment. Analysis of the stimulation end segment found an outer tubing breach where all internal wires were exposed also, a result of the explant procedure. Despite this explant damage the stimulation segment was tested for continuity from contacts to corresponding bare wires and no opens were found. The terminal end segment was too short to test but under microscope no broken wires were observed.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000128875.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the entire system was explanted .investigation was unable to determine which lead was at fault.